Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-06626, 2134265-2018-06627 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device showed no visible abnormalities. The device passed the curve and plane tests and there were no issues deploying the array. Electrical testing was performed no anomalies were identified. The returned device passed all relevant testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as 2134265-2018-06626, 2134265-2018-06627 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.